Event description:
Two patients with umbilical hernias, both implanted with small ventralex (0010301, lot #41ipd365); one two mos later, by the same surgeon. Both presented with a similar reaction--granulated tissue around the edge of the mesh, tissue was red and hard, reactive tissue--not an infection. Both had the mesh explanted.